Event description:
Customer reported to have received calibration errors, meter blood glucose now, and change sensor alerts. Customer reported that blood glucose was between 50 mg/dl and 60 mg/dl and treated with food. Customer was advised to change sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.